Event description:
The device was returned from the customer with the complaint that the purge function did not work. There were no reports of any adverse patient events while the device was in clinical use. During initial manufacturing testing the device over-delivered.